Event description:
It was reported by service report that the pump pedal was broken. No adverse consequences have been reported.

Manufacturer narrative:
Pump pistons pulled out, disabling raise/lower function.